Event description:
"Power supply failure" was reported. No pt involvement was reported. No additional info was provided.

Manufacturer narrative:
(B)(4). The available info indicates that this device was not evaluated or repaired. Note that this device has been out of support since 2006. No further info was requested and none is warranted. Based on the customer report, we are considering this a malfunction. We are unable to determine the cause from the available info.